Event description:
On 03/31/1999, the facility's unit manager/or buyer informed the manufacturer's sales representative of the following: the device was pulled to use in surgery. The customer ordered a p5305k. When the device was opened it was supposed to contain catalog number p5305k. Lot number 980704, and an introducer. The sales representatvie replaced the p5355 with the correct catalog number (p5305k, lot number 980704). No further details were provided.